Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the reported issue. However, the stm found that the transducers were out of calibration and performed full calibration, functional and safety tests. All operations tested good, and the iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during patient transport, the cs300 intra-aortic balloon pump (iabp) displayed a maintenance code # 3. No patient harm or serious injury was reported, and there was no adverse event reported.